Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. The cath-lock was seated against the port body with attached catheter. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is inconclusive for the reported connection problem issue as the sample evaluation results indicating no issue in inserting needle under laboratory conditions may not be representative of the condition of the device during use. However, the investigation is unconfirmed for the reported catheter disconnection issue as port attached to a groshong catheter. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5 g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport. It was reported that post port placement, the huber needle was allegedly could not be inserted into the port body. It was suspected that the port body may have been inverted. A procedure to replace the port was implemented. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport. It was reported that post port placement, the huber needle was allegedly could not be inserted into the port body. A procedure to replace the port was implemented. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for thepower port isp m.r.I., 8fr groshong products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown.. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. The cathlock was seated against the port body with attached catheter. An inhouse syringe with dye water was attached to a safety infusion set and the non coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. No puncture anomalies were observed to the back portion of the port body. Therefore, the investigation is inconclusive for the reported connection problem issue as the sample evaluation results indicating no issue in inserting needle under laboratory conditions may not be representative of the condition of the device during use. However, the investigation is unconfirmed for the reported catheter disconnection issue as port attached to a groshong catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d4 (medical device catalog #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport. It was reported that post port placement, the huber needle was allegedly could not be inserted into the port body. It was suspected that the port body may have been inverted. A procedure to replace the port was implemented. There was no reported patient injury.